Manufacturer narrative:
A review of additional radiographic images show ap view construct suggests extreme angle between tulip and screw shaft which could lead to stress riser and fracture at shaft/tulip junction.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. No deviation or no non-conformance to specifications has been recorded.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that two screws were broken. The patient will undergo a revision to remove the broken screws and "restore sagittal balance". No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Applicable imaging studies show several ap and lateral x-rays of construct at lumbosacral junction. Multiaxial screws with rounded rods suggest open technique. Interbody spacer markers suggest plif, but spacer design not recognized. X-rays are out of center and "cut off" on most films. No apparent screw fractures or displacements are verified.